Manufacturer narrative:
Reportedly there was no patient involvement. Date of event: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing on unknown date, it was noticed that the hammer handle broke. No surgical involvement was noted. No patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: reporter facility name, address and phone number. A product investigation was conducted. Visual inspection: the handle was found to be broken into multiple pieces. The break runs through the dowel pin. Two large pieces were returned; however, additional pieces were missing. The received condition agrees with the complaint condition. Drawing/specification review: the relevant drawings were reviewed during investigation. It was determined that the device was manufactured prior to september 2003; however, the exact revision could not be determined. Dimensional inspection: the thickness of the handle was measured and is within the specification per relevant drawing. Material/hardness review: as the lot number was not known a DHR review could not be performed to confirm the material. No definitive root cause was able to be determined; however, it is likely that the device experienced wear and rough handling from over 15 years of use. There is no indication that a manufacturing issue contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.